Event description:
It was reported that the patient's right ventricular (rv) lead exhibited post-paced t-wave oversensing, resulting in inhibited pacing. Programming changes were discussed but no intervention was performed. The patient remained stable.